Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, but the patient "squeezed". The surgeon placed the lens on the tray to reload and noted there was a mark on the lens. The lens was not used and there was no patient contact. The backup lens was implanted.

Manufacturer narrative:
The reporter indicated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) but the patient "squeezed". Device evaluation: the product was returned in liquid, in a lens vial. Visual inspection found the lens with no visible damage. Claim# (B)(4).